Event description:
Medtronic (covidien) received information that six months after a flow diversion treatment of two blister/small aneurysms in internal carotid artery (ica) with a pipeline embolization device, the patient required another ped placement because the first ped placement was not optimal. It was reported that the patient was treated with another pipeline successfully. No patient injury was reported as a result of the second procedure.

Manufacturer narrative:
Off label use: the pipeline embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. It was reported that the patient returned for additional pipeline placement of two small blister aneurysms in ica. The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. The same patient as reported in MDR MFR# 2029214-2015-00257. (B)(4).